Manufacturer narrative:
H6: investigation summary: scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2 system ivd, part # 338960 and serial # (B)(6) . Problem statement: customer reported complaint on the spray of fluid under pressure, not contained within the instrument. Manufacturing defect trend: there are (B)(4) qns (quality notifications) related to the reported issue. Date range from (B)(4) 2020 to (B)(4) 2021. Complaint trend: there are (B)(4) complaints related to the issue of spray fluid not contained within the instrument; date range from (B)(4) 2020 to (B)(4) 2021. Manufacturing device history record (DHR) review: DHR part # 338960 serial # (B)(6) , file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the spray of fluid not contained within the instrument was due to a loose waste tubing. Loose or disconnected tubing can prevent the necessary air or liquid flow for operation. The fse (field service engineer) found that the spray of fluid was due to a loose waste tubing connected to the waste sensor. They removed the tubing, clipped the end, and reinstalled the tubing with a tighter fit inside the sensor insert. No parts were requested for evaluation as there were no parts replaced. After the repair, the fse verified all signals and completed the cst performance with no issues. Although the leakage was of biohazard which poses a risk of contamination upon skin contact, the customer confirmed that they did not come in contact with the leakage and thus were not harmed in any way. Additionally, while there was a spray of fluid, the spray was not to a degree to significantly increase the risk of exposure. This instrument was being used for clinical diagnoses, but the results gained during the incident were not used and no patients were harmed or delayed treatment. The safety risk is limited, s2, and there was no impact to customer health or safety. Service max review: review of related work order #: (B)(4) , case #(B)(4). Install date: (B)(6) 2008. Defective part number: n/a. Work order notes: o subject / reported: waste vent is leaking waste. O problem description: waste vent is leaking waste. It is as if it is pressurized and spraying out. O work performed: removed tubing and clipped the end to have a tighter fit on the insert of the sensor. Installed tubing on waste sensor correctly. Verified all signals, completed cst performance. O cause: the tubing on the waste sensor was incorrectly installed. The tubing was too loose on the fitting, repaired. O solution: no errors to report. Returned sample evaluation: a return sample was not requested because there were no parts replaced. Risk analysis: risk management file part # 338960-04ra, rev. 01/vers. A, bd facscanto ii flow cytometer (fluidics) fmea was reviewed. No new hazards have been identified and the current mitigation is sufficient. The severity rating in this file is ¿8¿ based on the previous scale rating. This rating is equivalent to ¿s2¿ in sop6078-02 rev. 12/vers. J, whereby the leakage was obvious or indicated by additional (warning) information and hence the impact to the customer is negligible to none. The current mitigations are adequate with rpn under acceptable range. Hazard(s) identified? Yes, no. O item: 4. Quick disconnect. O function: 4.1 connects tubing to filters and fluid tanks. O potential failure mode: 4.1.1 tubing failure. O potential effect(s) of failure: 4.1.1.1 leaks at waste tank. Biohazard. O potential cause(s)/mechanism(s) of failure: waste fitting leaks. O current controls: pump compensates for leaking. O recommended actions: n/a. O severity: 8. O occurrence: 4. O detection: 1. O rpn: 32. Mitigation(s) sufficient yes, no. Root cause: based on the investigation results the root cause of the spray of fluid under pressure was due to a loose waste tubing. Conclusion: based on the investigation results the root cause of the spray of fluid under pressure was due to a loose waste tubing. The fse removed the loose waste tubing and clipped one of the ends in order for it to have a tighter fit on the waste sensor. They then reinstalled the tubing, tested the instrument, and verified that it was functioning as expected with no further leakages. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk is limited, s2, and there was no impact to customer health or safety.

Event description:
It was reported that while using bd facscanto¿ ii flow cytometer biohazardous waste sprayed outside of instrument. There was no user impact. The following information was provided by the initial reporter: waste vent is leaking waste. It is as if it is pressurized and spraying out. 1. Was the leak liquid or air? Liquid. 2. Was the leak contained within the instrument? Not contained. 3. (If not contained) was there spray of fluid under pressure? Yes, waste sprayed out. 4. What was the fluid that leaked? Biohazard. 5. What is the source of leak ¿ before waste line or after waste line? After waste line. -5b (if waste line) ¿ was waste mixed with bleach or decontaminate? No. 6. Was the customer/bd personnel physically in contact with the fluid? No.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd facscanto¿ ii flow cytometer biohazardous waste sprayed outside of instrument. There was no user impact. The following information was provided by the initial reporter: waste vent is leaking waste. It is as if it is pressurized and spraying out. Was the leak liquid or air? Liquid. Was the leak contained within the instrument? Not contained. (If not contained) was there spray of fluid under pressure? Yes, waste sprayed out. What was the fluid that leaked? Biohazard. What is the source of leak? Before waste line or after waste line? After waste line 5b (if waste line), was waste mixed with bleach or decontaminate? No. Was the customer/bd personnel physically in contact with the fluid? No.